Manufacturer narrative:
When troubleshooting the issue, it was discovered that the sample pipetting area contain a large amount of crystals. The area was cleaned, which resolved the issue. The alinity I procesing module function was verified with a control/precision run. Review of the service history of the alinity I, serial # (B)(6) returned no additional tickets for false reactive toxo igg patient results. Ticket trending review did not identify any trends. A review of the alinity I/architect ia product monitoring review did not identify any trends related to the complaint issue. Device history review did not identify any non-conformances or potential non-conformances. Labeling was reviewed and sufficiently addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, sn (B)(6), was identified.

Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=8.1 iu/ml (> or = 3.0 iu/ml=reactive) /repeated on (B)(6) =0.0 iu/ml (< 1.6 iu/ml=nonreactive) there was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on one patient. The results provided were: on 16aug2024 sid (B)(6) initial=8.1 iu/ml (> or = 3.0 iu/ml=reactive) /repeated on (B)(6) =0.0 iu/ml (< 1.6 iu/ml=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.